Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse identified the cause of the issue is the creatinine module. The fse replaced the creatinine module to resolve the issue. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
A customer reported their dxc 800 pro clinical chemistry analyzer generated erroneous low crem (creatinine) patient results. The patient results were not reported out of the laboratory; hence, there was no change in patient treatment in association with this event. The samples were rerun on a different dxc instrument with results considered correct. Quality control (qc) before the incident showed low flyers. After the incident, qc failed for urine.